Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a leak from the twist clamp of the transfer set during product usage. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The actual sample was returned to baxter for evaluation. Visual inspection was performed with no issues. Leak testing, clear passage testing, clamp function testing were performed and all passed. Sample analysis determined the product met all specifications. The reported issue was neither verified nor duplicated. Should additional relevant information become available, a supplemental report will be submitted.